Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up invalid diagnostic data message were displayed. A pm check was performed to resolve the issue. Patient was asymptomatic. No other electrical issues with the device were reported. No adverse consequence to the patient was reported.